Event description:
Shortly after the initial implant procedure was completed and the device pocket was closed, episodes of oversensing were noted on the device. The cause of the oversensing was unknown. The device was reprogrammed, and no further oversensing was observed. The patient was stable and will continue to be monitored.